Event description:
It was reported that upon interrogation, the atrial lead exhibited noise. The noise could be reproduced with arm movement. The lead was reprogrammed. Patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.